Event description:
The device has a loss of vacuum and sent the unit in for repair. During functional test, enough liquid oxygen leaked after fill from the cracked relief economizer valve to potentially cause a serious injury should this malfunction recur. Co's service tech also reported that the bottle had an outer leak (which duplicated the reported problem), the quick connect, switch, and flow control valve leaked, the secondary relief valve was out of adjustment, and the case was cracked. Per the customer's request, the unit was partially repaired and returned for limited use: the quick connect and cracked case were not replaced. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr. None of these findings appear to be attributed to mfg processes, procedures, or specifications.